Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) reported that the iabp is still in service and that the customer is aware of the issue with the fiber optic module and the customer does not use fiber optic balloons. The repair of the iabp is still pending as of the date of this report.

Event description:
It was reported that, during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) fiber optic module failed during normal operation. However, the iabp passed operational tests during pm in service mode. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) advised that after the iabp was setup and installed, he stopped at the customer site to verify the fiber optics worked and determined that the iabp did not need service. The fiber optics worked as it should and had no alarms, and the earlier reported fiber optic alarm reported by the stm while doing the pm, had gone away. In addition, the stm confirmed that the customer does not use fiber optic balloons. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that, during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) fiber optic module failed during normal operation. However, the iabp passed operational tests during pm in service mode. There was no patient involvement or adverse event reported.